Event description:
It was reported that when using the bd pyxis¿ medbank mini, the customer reported that the system showed the message: this item was only available as a button bar item when they tried to issue the medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error had occurred when user attempted to issue medication. A technical support specialist remoted into the cabinet and had the customer, walk through the workflow. It appeared that the customer had accidentally used the find item button instead of the issue button when issuing medications to the patient, which caused the message to appear. Customer then took over the remote session, logged into the cabinet with credentials, and tss assisted the user with issuing the medications correctly. The medications were added and issued to the patient successfully, with only a minor delay due to user error. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.